Manufacturer narrative:
The device was swapped out for another. No further medical intervention provided to the patient, nor a delay was noted.

Manufacturer narrative:
The manufacturer's authorized service provider (asp) was dispatched to the site and was able to duplicate the same error code 1115 auxiliary alarm supply failed message. It has been confirmed that the power management board (pm pcba) was the root cause of the issue. The pm pcba was replaced, and the device passed required performance verification tests per philips standards and was returned to service.

Event description:
Philips received a complaint by the biomed customer on the v60 indicating that the device is getting error code 1115 aux alarm supply failed message. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. No medical intervention was provided to the patient. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse advised the customer the latest version of the service manual is version t. Diagnostic code 1115 - auxiliary alarm supply failed. Three consecutive measurements of the auxiliary alarm supply were less than 9.0 v or greater than 11.0 v. Provided additional troubleshooting steps for the customer to perform. Biomed has advised the 4th generation power management board was installed within the last 2 weeks and it may have failed. Onsite service is pending.